Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Other serious should have been checked off in the initial MDR. (B)(4).

Event description:
Additional information received indicates that the ipg was explanted and replaced on (B)(6) 2019. Issue resolved post -op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient felt a heating and shocking sensation at the ipg site. The heating sensation was not present when therapy was off. Patient denies any falls, trauma, or weight changes. Surgical intervention may be taken at a later date to address the issue.